Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter confirmed that there was no noted damage to the keypad and there was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2014 with the following findings: the pump keypad was observed to be intact with no damage or peeling noted. The pump keypad buttons were tested and the up, down, and ok buttons were intermittently responding to presses and the contrast button was unresponsive. The keypad was removed and contamination was observed under the keypad button contacts. Unrelated to the complaint, the pump display screen was observed to be dim and discolored with a pink tint.